Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain at the ipg site. Surgical intervention took place on (B)(6) 2023, where the patients ipg pocket was revised.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.